Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, insertion difficulties were noted while attempting to insert the left ventricular (lv) lead into the coronary sinus. The guidewire was not used in conjunction with the lead while inserting the lv lead into the coronary sinus. Upon insertion into the coronary sinus, the patient's cardiac frequency and oxygen saturation decreased. An echocardiogram was performed and a pericardial effusion was noted. The patient became unstable and cardiac massage was performed until a cardiac surgeon could perform surgery to repair the effusion. The patient was admitted to the intensive care unit.